Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptoms are a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the physician suspected the device had weakened over time. A surgical procedure was performed, during which fluid loss from the cuff was observed, believed to have resulted from a tear; however, the exact source could not be identified. The physician also considered a possible cuff site erosion as a contributing factor to the recurrence of incontinence. All components were removed and replaced, and no additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, and the physician suspected the device had weakened over time. A surgical procedure was performed, during which fluid loss from the cuff was observed, believed to have resulted from a tear; however, the exact source could not be identified. All components were removed and replaced, and no additional patient complications were reported.